Event description:
It was reported that the touchscreen of the device was not responding, and the battery percentage appeared stuck at 15% despite being plugged in. There was no adverse impact to the customer¿s blood glucose level. The customer decided to reset the pump, which may have resolved the issue, as guided by customer technical support.